Event description:
The customer reported a table control error during a case. The problem occurred with pt on the table and under anesthesia. The system worked after reboot. There was no injury to the pt.